Event description:
The patient had no complaints pre-dialysis, temperature 97.8, pulse 102, blood pressure 135/67, dialysis was initiated in the usual manner 400 blood flow, 500 dialysate flow, the patient's blood pressure was slighty low during treatment 101/52 - 121/61 at 2 hours 45 minutes into dialysis patient was given 100mg IV, blood pressure was 101/67, 4 minutes later the patient complained of nausea, blood pressure 112/53. 100cc nss was given IV. The patients condition worsened, she became sob, color gray, respirations labored, wheezing anxiious. The patient was given 02 by nasal connula, dialyzer was discontinued patient was placed on monitor - nsr rate 135. The patients symptoms improved but wheezing was still present abg's were draion on room air and the patient was transfered to the hospital. Blood pressure 144/86. The patient returned for her next scheduled dialysis in stable condition